Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter would not power on. They could not remember the last time they had tested with the reported meter. They were feeling weak and tested with their neighbor's meter; a result of 275 mg/dl was obtained on the neighbor's meter. They took no action to affect their blood glucose level following use of their neighbor's meter. They went to the hospital. Results obtained at the hospital were not provided. They were given pills to lower their blood glucose level. Based on the information provided, there is no indication that the meter contributed to the pt experiencing injury and medical intervention. The customer care representative (ccr) confirmed that the batteries were less than 1 year old, were correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter would not power on. The ccr attempted to replace the meter; however, the pt refused to receive a replacement one touch meter.